Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. B1: corrected from adverse event to product malfunction.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support after becoming hypotensive following a percutaneous coronary intervention. Echocardiography was performed and revealed the patient had a ventricular septal defect (vsd). Abiomed onsite support staff advised to the medical team that impella use in setting of vsd was a contraindication. The physician decided to use impella against recommendations. The physician elected to repair the vsd while on impella cp support and pulled the impella back into aorta, against the advice of abiomed support staff, and the impella was pulled too far back into the descending aorta. After the vsd repair, the physician was unable to advance the impella safely back into the left ventricle. The physician decided to explant the impella cp and replace it with an intra-aortic balloon pump (iabp). The iabp was successfully implanted and the impella was weaned and explanted successfully. The patient then became hemodynamically unstable and ultimately expired shortly thereafter. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position: ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ this report is being filed as part of a retrospective review of historical records.